Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are harder to push and less responsive. The customer's blood glucose level was not provided at the time of the incident. The customer had several issues with the insulin pump, loose battery compartment, unexplained no delivery alarms. The device will not be returned for analysis.